Event description:
It was reported that a patient presented with high capture thresholds noted on the right ventricular lead. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: a2: age should be 71 years.